Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly was noted. The following physical damage was noted: minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; while programming a bolus the up button became stuck and the numbers kept scrolling upward. The patient's blood glucose at the time of incident was 185 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement pump and belt clip were shipped to the customer.